Event description:
A us distributor contacted zoll to report that a patient developed a rash under all three therapy electrodes due to a nickel allergy. There was no alleged device malfunction contributing to the irritation. Patient was advised to take an allergy pill by a physician. The medical outcome of the rash is unknown.